Event description:
As reported, during use in patient with this ev1000 pump unit, the arterial pressure systole/diastole/map values showed in bedside monitor were half of values shown in ev1000 (underestimated). The ev1000 with clearsight showed the values 114/65 (84), whereas the bedside monitor drager infinity c700 showed the values 65/37 (46). The expected values according to the patient status were the same or similar to ev1000 with clearsight tech. Both measurements (ev1000 and bedside monitor) were made on the same location of the patient. In addition, no error message nor alarm was displayed. There was no allegation of patient injury and the patient was not treated according to the wrong values. The patient demographics were unknown. The device was available for evaluation.

Manufacturer narrative:
Corrected: b5 (event description). Updated: h6 (type of investigation, investigation findings, investigation conclusions) . The device involved in this case was sent to our technical service for a full evaluation. As received, no defects were found on the visual inspection. Ev1000ni platform was connected together and additionally connected to a bedside monitor ge datex-ohmeda cardiocap/5 to reproduce the failure and values obtained were similar in both cases. Logs were extracted from the monitor and the error message "fault: patient monitor output error" could be observed on several days including the day of the event. Additionally, when connected the evpmp to a piek 3 clearsight hot mockup system. The evpmp caused no errors, was able to zero the hrs, obtain normal bp readings and waveform. No damage was found. Monitored for 2 hours without any errors occurring. Readings were stable for the duration. No damage found. Further evaluation was performed by the engineers and since the issue of inaccurate values cannot be replicated, the root cause of inaccurate values cannot be determined at this time.

Manufacturer narrative:
The product has been received; however, the product evaluation has not yet begun. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this ev1000 monitor, the arterial pressure systole/diastole/map values showed in bedside monitor were half of values shown in ev1000 (underestimated). The ev1000 with clearsight showed the values 114/65 (84), whereas the bedside monitor drager infinity c700 showed the values 65/37 (46). The expected values according to the patient status were the same or similar to ev1000 with clearsight tech. Both measurements (ev1000 and bedside monitor) were made on the same location of the patient. In addition, no error message nor alarm was displayed. There was no allegation of patient injury and the patient was not treated according to the wrong values. The patient demographics were unknown. The device was available for evaluation.